Event description:
It was reported that during patient use, a patient family member noticed that the ventilator silence/reset button was blinking. A distributor went to the patient's house and confirmed the issue. The event record couldn't be accessed because the silence/reset button had broken. The ventilator did not stop cycling. The patient was removed from the ventilator and transferred to another ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned for investigation. The ventilator's alarm/silence light emitting diode (led) bulb was blinking. The led switch panel was connected to a test unit. The led began blinking. Further inspection found that the solder connections on the led were broken. This caused the led to make intermittent contact subsequently causing the led bulb to randomly illuminate. The customer complaint was verified.